Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated. The chronic lead passed all integrity testing during the replacement procedure and remains in service.